Manufacturer narrative:
The device was not returned to baxter for evaluation and continues to be used by the customer for apd therapy. Baxter quality assurance review of the device's therapy log for the date of the incident reveals that the minimum drain volume % may have been programmed too low, resulting in an incomplete drain during cycle 1 followed by a full fill during cycle 2. The homechoice pro patient at-home guide states the following: "warning: if the minimum drain volume % is set too low, an incomplete drain could result. This could result in an overfill of solution". As a result of this incident, the home patient's healthcare professional was notified and the minimum drain volume % was increased from 85% to 95%.

Event description:
The home patient (hp) felt full, as if he were overfilled, while using the homechoice pro cycler for apd therapy. During apd therapy the hp completed cycle 1 and then received the programmed fill volume of 2500 during fill 2. After fill 2 was completed and therapy advanced into dwell 2, the hp felt overfilled. The hp placed the cycler into a manual drain and removed 3820mls of fluid. Therapy was completed with no further difficulties and there was no patient injury or medical intervention as a result of this incident.